Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-07163. It was reported the patient had been receiving inadequate therapy due to a fracture in both leads. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Event description:
Related manufacturer reference# 1627487-2019-07163.